Event description:
Info received indicates the head section will not go down.

Manufacturer narrative:
The technician found the head section gas springs would not release, allowing the head section to lower. The technician replaced the head section gas springs to repair the bed.